Event description:
It was reported that the ilet and ilet mobile app temporarily did not display dexcom g7 glucose readings while the dexcom g7 mobile app continued to show values, indicating signal loss from the cgm to the ilet user interface; readings resumed during the call after troubleshooting and education were provided. Symptoms included no clinical symptoms. Outcomes included no impact on activities of daily living, no medical intervention, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed a transient communication interruption between the cgm transmitter data stream and the ilet display functions with recovery after standard reconnection steps. It was concluded that the device functioned as designed after signal reestablishment and no device malfunction was confirmed.